Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and went to the emergency room. It was found that there was a right ventricular (rv) lead integrity warning triggered due to oversensing and noise. Noise was able to be reproduced during the evaluation. A lead fracture was suspected. The lead was reprogrammed and the patient was scheduled for a rv lead revision. At the lead revision procedure a lead fracture was confirmed with an x-ray. It was also noted that the physician could not pass a stylet past the clavicle fractured area under fluro. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.